Event description:
The complainant reported that the physician was performing a therapeutic dilation of a pt's (age and gender unk) biliary duct, but the during the procedure the distal portion of the dilation plug broke off in the pt's biliary duct. It was indicated that the detached section of the device was successfully removed by the doctor with the aid of a basket device. The procedure was then halted and rescheduled for another date. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction and that the pt is fine.